Manufacturer narrative:
The customer¿s report that the male luer broke off in the smartsite and leaked when disconnecting the secondary set's male luer from the primary IV set smartsite was confirmed. Visual inspection revealed that the distal male luer tip of the secondary set was broken off and lodged inside the primary set's proximal y-body smartsite valve. Functional testing was performed after the broken off male luer tip was removed from the primary set's valve. A test infusion at 125ml/per hr was programmed and completed successfully with no errors or alarms occurring. Leak testing resulted in no leaks. The cause of the leak was identified as the secondary set's broken male luer tip being lodged in the primary set's smartsite valve. The cause of the damage was unknown.

Event description:
The customer reported that when disconnecting the secondary IV set male luer from the primary IV set smartsite the male luer broke off in the smartsite and fluid leaked. This occurred during patient use and there was no patient harm reported by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. This product is distributed by carefusion and manufactured by codan. (B)(4).

Manufacturer narrative:
Additional information received. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while disconnecting the secondary IV set male luer from the primary IV set smartsite the male luer broke off in the smartsite and fluid leaked. This occurred after zofran 8mg infusion completed and there was no patient harm reported by the customer.